Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported the patient (pt) had complained of pocket irritation and believed they may have a nickel allergy. The pt had reported discomfort multiple times to the hcp. The device was turned off, and turned down multiple times, however the symptoms persisted when off and turned down. The pocket site had been revised surgically twice and they symptoms remained. The pt was reported to be seeing an allergist on (B)(6) 2016 to determine if they have a nickel allergy. The rep later reported they had yet to hear back on the pt's allergy test. Additional information has been requested regarding interventions, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.

Event description:
It was later reported that the representative requested information about all implantable neurostimulator device (ins) and lead components for prospective patient with nickle allergy and mentioned he reported an issue. Additional information received later indicated that the patient was being followed by an allergist and her allergy was being managed with prednisone at the moment. The plan was to titrate her off the medication and see how she responds.

Event description:
Additional information received via the representative reported the patient had a polyurethane allergy. The physician was attributing the pocket site irritation to this. A pocket revision was performed on (B)(6) 2015. No further revision was scheduled.